Event description:
It was reported that the patient's device was replaced because there was no telemetry at all. The patient's two "electrodes" also needed to be replaced because the health care provider (hcp) cut them. The extensions had no defects. The patient had less than fifty percent therapy relief. The patient was reported as alive with no injury or adverse event at the time of the report two weeks later it was reported that the device also had prematurely depleted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID neu_unknown_lead. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the device, serial #(B)(4), found that it was at normal end of life with no telemetry and no output. There was no significant anomaly; no internal anomalies that would have caused premature battery depletion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.